Event description:
It was reported that an increase in pacing lead impedance was observed. It was noted that the patient has been performing heavy lifting which coincides with the impedance increase. Lead replacement was planned. There were no adverse events for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the lead was capped and replaced due to lead fracture. The patient condition was well.